Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/13/2016 with the following findings: the pump's black box showed pump reboot events observed after a replace battery alarm on (B)(6) 2016 at 23:45. When the pump was powered back on the time/date was set to (B)(6) 2016 at 00:10 and deliveries resumed at 00:22. On (B)(6) 2016 at 11:55, an unexplained pump reboot occurred; deliveries resumed at (B)(6) 2016 at 01:04. On (B)(6) 2106 at 13:42, a pump reboot occurred; deliveries never resumed. The battery compartment was cracked on the side near the threads and cracked below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 04/18/2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 386 mg/dl with symptoms of dehydration, nausea, polyuria and polydipsia associated with no power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment was cracked and the pump had experienced no power. The reporter stated that the patient changed their site and got a new battery and was able to give a bolus to lower their bg. This complaint is being reported because the patient allegedly experienced hyperglycemia because of damage and no power to the pump.